Event description:
Cotton from the one inside started to fall apart and fray inside of me, struggled to remove the tampon threads [foreign body in reproductive tract] was changing tampons when the cotton started to fall apart and fray inside....struggled to remove all of the tampon threads [complication of device removal] tampon cotton fell apart, fray, threads [device breakage]. Consumer stated on social media that when changing the tampon, the cotton started to fall apart and fray inside of her. She struggled to remove all the tampon threads. No serious injury was reported.